Event description:
It was reported that during an office visit on (B)(6) 2014, the vns patient¿s device was found to be at settings that were different than what was previously programmed. The patient began experiencing intense coughing which occurred with stimulation from her device. The patient¿s device was interrogated at 11:42 am and the device pulse width was found to be programmed to 1000 usec. The pulse width was programmed back to 250 usec and the patient¿s coughing resolved. It was noted that the patient¿s device settings were adjusted earlier that day at 10:42 am. The neurologist attributed the unintentional change in settings to his handheld device; however, it is known that the programming system cannot cause an unintentional change in settings with the model of the generator involved in the event. The neurologist was uneasy to continue using the programming system and requested replacement. The handheld device, software flashcard, and programming wand were returned to the manufacturer for analysis. No anomalies were observed with the programming wand during analysis. The programming wand performed according to functional specifications. Analysis of the handheld device and software flashcard was currently underway.

Event description:
Review of the available programming and diagnostic history showed that the physician had programmed the patient¿s device pulse width from 250usec to 1000usec during the office visit on (B)(6) 2014. The physician corrected the pulse width later during the office visit. Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.